Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line turned black. Reportedly, the cartridge had been in use for 3 days with humalog insulin. The customer loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.